Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and the customer was able to resume insulin delivery after changing pump supplies. Customer's blood glucose ranged from 276 to the 300 mg/dl range.